Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with a&p repair and sacrospinous ligament fixation due to cystocele and rectocele.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems and vaginal scarring and other. It was also reported that patient underwent mesh revision/removal on (B)(6) 2008 due to mesh erosion and pain, mesh revision/removal on (B)(6) 2009 due to excision of exposed posterior polypropylene mesh and repair of rectovaginal fistula, and mesh revision/removal on (B)(6) 2013 due to infection and pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.